Event description:
The user reported that during a stent placement procedure both the proximal and distal sutures on the stent broke while the physician was attempting to move the stent into place. The stent was placed distal to the stricture and because of a sharp turn just past the stricture the physician was unable to reposition or remove the stent. This is when both sutures broke. The stent then had to be surgically removed from the patient. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the investigation has been completed.